Event description:
Procedure type: anterior resection. According to the reporter, the instrument didn't fire completely. The anastomosis was removed and a second anastomosis was performed successfully using another device. Reportedly, the surgeon felt that the anastomosis may have been unsuccessful due to the tissue condition, but he wanted the instrument checked as well, because the click on firing was not as clear as he would have liked.